Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specification. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), strict adherence to the gore® tag® thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. Appropriate patient and device selection for the gore® tag® thoracic endoprosthesis is critical to procedural outcome. Gore recommends to confirm the device apposition with the procedural fluoroscopy and non-contrast radiography. If device apposition is not complete, the use of ballooning and / or additional gore® tag® device(s) has been reported by physicians to assure apposition of the gore® tag® device to the aortic wall in the acute setting.

Event description:
On (B)(6) 2019, the patient underwent emergent endovascular procedure to treat a rupture of a chronic stanford type b aortic dissection using conformable gore® tag® thoracic endoprostheses. Reportedly, the diameter of a proximal area was around 40 mm and a descending true lumen was around 21 mm. A tgu262110j device was deployed in the descending aorta, and a tgu454510j was deployed proximal to the first device to cover a primary entry tear located in the descending aorta. A re-entry tear was located around the origin of the celiac artery, and it was embolized by a vascular plug. The patient tolerated the procedure. On an unknown date in 2020, computed tomography showed that the true lumen became bigger because of remodeling of the aorta, and the distal end of tgu262110j was not opposed to the aortic wall as a result. Also, there was a new entry tear around the proximal end of tgu262110j, and the false lumen was enlarged. Therefore, on (B)(6) 2020, re-intervention was performed. A guidewire was advanced between the endoprosthesis and the aortic wall to access the new entry tear, and it was embolized by a vascular plug. A gore® tag® conformable thoracic stent graft with active control system (tgm343415j) was then additionally implanted to extend the pre-existing endoprosthesis distally. No issue was observed, and the procedure was completed. The physician reportedly thought that the degree of aortic remodeling might be higher than expected, and tgu262110j might be undersized against the patient¿s aorta.